Event description:
It was reported that the touchscreen was cracked and unresponsive after the pump was dropped while riding a bike. Customer's blood glucose level was 85 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.